Manufacturer narrative:
The incident sample was requested but the customer has indicated that the device is not available for return. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that a patient burn occurred during an ablation procedure where this device was used. The procedure was performed to treat a 4.5cm kidney tumor, and involved a 3.5cm leveen as well as a boston scientific rf3000 generator, s/n (B)(4). The generator was used for 4x15 minutes at 180 watts, and the needle was repositioned several times. When four electrodes were removed, a 2b to 3rd degree burn was found under a pad on the thigh. The burn was 2cmx10cm. The patient had been sweating during the ablation. The patient was transferred for treatment of the burns, including surgery as well as "abradement" of necrotic tissue. At the time of this report, the patient was still receiving treatment within the hospital.